Event description:
It was reported that transparent dressing was applied to a central line catheter insertion site on an unk date. The length of time the dressing was in place is unk. On (B)(6) 2009, the nurse observed no adherence of the dressing and a possible infection at the central line catheter insertion site. The central line catheter was changed.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. A review of the batch mfg records was conducted. The review did not identify any non-conformances and the batch met all raw material, in-process and finished goods release criteria. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 3007663067-2009-00004. The same pt is represented in each medwatch.